Event description:
It was reported the implantable cardiac monitor (icm) "fell out" a few weeks post initial implant. It was further reported that the patient called the clinic to report had pulled the icm out after it was sticking out of the patient's skin. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).